Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06834. It was reported, the pt's ipg was relocated on (B)(6) 2012 due to discomfort. During the procedure, one of the pt's leads was found to have migrated. The doctor decided to explant and replace the lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.